Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message during the procedure. Power cycling the pump did not resolve the issue so the pump was operated manually to complete the procedure. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was also reported that, after the reported incident, the facility's biomedical engineer tested the pump for 2 days and no problems were found. Although the issue was not reproduced during testing, the facility's biomedical engineer replaced the motor control board. Further communication with the facility has confirmed that the pump was returned to service and there have been no further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.